Manufacturer narrative:
It is likely that the ratchet slipped which resulted in the difficulty to deploy the stent and stent elongation. A CAPA was previously initiated for "ratchet slipping" issues and a minor ratchet modification was put in place in (B)(6) 2009. Since distribution of the devices with the modified ratchet, there have been no further reported "ratchet slipping" events received. The manufacturer was notified of this event along with 6 other events on a summary report from the duplex imaging facility in (B)(6). Note that this stent was implanted in (B)(6) 2009. Although there was no reported intervention or injury regarding this pt, this event is being reported because of a previous stent elongation event requiring intervention.

Event description:
The sfa was dilatated with a 6mm balloon. Release of the stent was "very difficult" and the delivery system was unusable after releasing the stent just a few centimeters. The stent extended up into the left common femoral artery. The 150mm stent elongated to 321mm. The area was subsequently dilated to 6mm. Because of the eccentric calcification and unsatisfactory congestion, the results were approx 20% stenosis. Duplex imaging was performed at 6 months, and it showed that the stented lesion had no patency. The pt was in the (B)(6) registry study in (B)(6). It was reported that there was no effect to the pt.